Manufacturer narrative:
This report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Investigation summary. Reviewing attached x-ray, the complaint description can be confirmed that the tfna - screw is back out from the nail. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for the femoral tumor by removing the tumor and fixing with the tfna-screw in question. The patient had a tumor from femoral trochanter to the bone head. In the surgery, the surgeon removed the tumor first, and used tfna. During the surgery, the surgeon had difficulty in inserting a guide wire, drilling for the tfna-screw, passing the tap and inserting the tfna-screw because the bone head was hardened between the border line of removing tumor. During these operations, the guide wire deflected from the nail (it was unknown when this event occurred). As a result, the surgery was completed with the dislocation of the screw. 3 weeks after the surgery, the surgeon found the dislocation by x-ray. On (B)(6) 2020, the revision surgery was performed via tha by removing the tfna devices and implanting oss devices (zimmer biomet products). There was no surgical delay. The patient outcome was unknown. Concomitant devices reported: unknown locking screw ((part# unknown, lot# unknown, quantity unknown). Unknown end cap (part# unknown, lot# unknown, quantity 1). This complaint involves three (3) devices. This is report 3 of 3 for (B)(4).